Manufacturer narrative:
Further investigation determined the issue with the probe found by the field service representative was the cause of the issue. No premature failure or excessive wear was noted. Trending for the past 90 days was reviewed and no abnormal trend was identified. No similar event occurred in the previous 12 months.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer obtained a questionable high results for fifteen patient samples using the a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c) assay on the cobas integra 800. The customer was getting "absorbance lamp unstable" errors and was unable to repeat the samples due to the issue. The lamp was replaced on (B)(6) 2017 because of the errors, and he received the error again while attempting to repeat quality controls. There was moisture in the reagent compartment and quality control recovery was unacceptable. Data was provided for two patient samples. Of the data provided, the results for one sample were discrepant. The initial result was released outside the laboratory. The initial result was 21.2% with a data flag. The field service representative found a leaking probe and repaired the instrument. The customer ran acceptable calibration and quality controls. The repeat result after service activities was 6.3%. The customer stated that the issue appeared to resolve after the service activities. No adverse event occurred. The hba1c reagent lot number and expiration date were not provided. Calibration was acceptable prior to the event. Investigation activities are ongoing.